Event description:
It was further reported that ra undersensing was due to patients atrial fibrillation (af).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 5086mri58 lead, implanted on (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited intermittent atrial undersensing. The ra lead remains in use. No patient complications have been reported as a result of this event.